Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n160039010, implanted: (B)(6) 2008, product type: accessory; product ID 8709sc, lot# n172195028, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that a critical alarm due to a motor stall had occurred and was confirmed by telemetry. The patient presented at a clinic reporting they heard the pump alarming on (B)(6) 2015. They reported getting the ¿attention dialogue box showing a motor stall.¿ the pump logs showed intermittent motor stalls beginning on (B)(6) 2015 for about 10 minutes each and then it showed recoveries. The last stall occurred on (B)(6) 2015. It was a hard stall with no recovery noted. The cause of the stalls was unknown. The patient did not experience any symptoms. They were to get a refill on (B)(6) 2015, but it was unknown if the healthcare provider (hcp) was going to still do it. The patient was scheduled for a consult on (B)(6) 2015 for a pump replacement. The pump¿s early replacement indicator (eri) was 3 months, so they were planning to replace the pump anyway. It was later reported the patient had not recovered due to symptoms/ongoing issue. They were unable to replace the pump due to a foot wound and the patient being a slow healer. It was planned for (B)(6) 2015. The type of medication being delivered via the device system was fentanyl. Additional information has been requested regarding the outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.